Event description:
It was observed that during the device evaluation, the subject device exhibited an abnormal image and cable disconnection on the head of the stress boot side. There was no patient involvement.

Manufacturer narrative:
Since the product was manufactured more than 15 years ago, the device history record could not be verified. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus presumed the cable disconnection on the head of the stress boot side caused a communication failure, resulting in the generation of image noise. Olympus will continue to monitor field performance for this device.